Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #bxa085901j, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a bilateral common iliac artery lesion using gore® viabahn® vbx balloon expandable endoprosthesis(vbx). Two vbx devices were placed using kissing balloon technique. Reportedly, the procedure went well and patient tolerated the procedure. On (B)(6) 2024, the patient experienced pain on the left side, compression on the edge of the vbx device that was placed on the left side was confirmed on a computed tomography angiography (cta). On (B)(6) 2024, a reintervention was performed, the compression site was dilated using balloon. The procedure was completed upon confirming good blood flow. The patient tolerated the procedure. Interview with the patient revealed that the patient was pressing on his abdomen during defecation. The physician reported that because the location of the abdomen the patient was pressing on coincided with the location of the device compression, which was the cause of device compression.